Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient called technical services to discuss his physical condition. He stated that several months ago during a rf ablation procedure on his neck, he received inappropriate shocks from the device. He was told that his ICD had gone off as a result of the rf ablation on his neck. He indicated that a magnet was never placed over the device to prevent inappropriate shocks. The patient was very upset and described the sensation during ablation procedure as a "nuclear bomb going off in his head". He stated he was strapped to the table and had gone rigid all over due to being restrained. He stated that as a result of the rf ablation procedure, one of his eyes became distended and caused him pain. Technical service suggested that the patient seek advice from his ep or general practitioner regarding next steps given his present symptoms. No further information was provided.